Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. The exposed portion of the soft cannula was observed to be stretched and flattened. During the investigation, the stretch or flattening, did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 19 mmol/l (342 mg/dl) after approximately 37-48 hours of pod wear. Upon removal of the pod, the skin at the infusion site was noted to be red. The patient applied a new pod and successfully resumed therapy. The device was returned for investigation and a damaged cannula was identified.

Manufacturer narrative:
Following complaint review conducted on april 2, 2026, h3 was updated to "yes."